Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this right ventricular (rv) lead may have micro-perforated the patient. Low pacing impedance measurements of 280 ohms were also noted in unipolar mode. At this time no changes have been made and the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.